Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator had no magnet response post interrogation. The device was pacing at 60 pulses per minute.